Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the lead tip measuring 50.7cm was returned for analysis. External insulation abrasion was noted at 40.7-40.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.